Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy test issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Root cause: the customer returned da board was installed in an fi test ventilator. The pressure accuracy test which had failed per the complaint was performed and passed. No failure was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the ventilator failed the pressure accuracy test. There was no patient involvement.